Event description:
It was reported that the customer had blank display on the insulin pump. The customer's blood glucose was unknown mg/dl. The customer does not have the insulin pump to troubleshoot, she was not sure of the low blood glucose or high blood glucose, they could not specify. The customer mother stated that her son put in a new battery and the screen of the insulin pump when blank. The customer insulin pump is oow and they have already started the insulin pump upgrade and they are requesting a cot pump. The customer was advised to disconnect from the insulin pump and go to back up plan.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.